Event description:
Ino placed on pt at 11:30, at 11:45 no number fluctuating between 0 and 40ppm and would not stay stable at 20ppm as ordered. Switched out sample lines 2 times. Switched out filters 2 times. Continued to fluctuate and machine was switched out. Ikaria was called and they are replacing the machine.